Manufacturer narrative:
The customer reported that after 5 hours of treatment the arterial temperature reading became erratic and then was not measured at all. The cardiohelp was restarted and therapy was run without internal sensors connected. The hls set was discarded by the customer. No technical investigation in the getinge laboratory was possible. A getinge technician was on site and tested the cardiohelp using a demonstration hls set. No malfunction of the cardiohelp and disposable connection cable was found. Another hls module with a temperature measuring issue was already investigated by getinge on 2021-03-30. During investigation a damage of the flexible conductor and sensor was determined. The production records of the affected hls module (fauf#(B)(4)) were reviewed on 2021-07-08. Following steps are performed with a 100 % inspection: gluing of sensors, gluing of cover for temperature and pressure sensor , functionality test hls module (sensors and pump). According to the final test results, all oxygenators passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "no/ wrong temperature reading" could be confirmed. The most probable root cause is a damaged sensor and/ or conductor. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that after 5 hours of treatment the arterial temperature reading became erratic and then was not measured at all. The cardiohelp was restarted and therapy was run without internal sensors connected. No harm to patient reported. Complaint ID: (B)(4).